Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number ph2229, and no non-conformances were identified. Summary: it was reported breakage suture. One picture was provided for analysis. Upon visual inspection of the picture, one empty labeled winding former and one foil of product could be observed. As no suture or needle were noted; no conclusion could be reach as the sample was not returned for analysis. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a lumbar spinal fusion surgery on (B)(6) 2020 and the suture was used. It was reported that the suture broke when pulling to sew in the procedure. Another like suture was used to complete the surgery. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/16/2020. Additional h3 investigation summary: one empty open foil, a paper lid and one empty winding former of product code vcp316 were received for analysis. As no suture was returned for evaluation, we are unable to investigate further to the issue of ¿ that the suture broke when pulling to sew in the surgery". The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.